Event description:
It was reported that the implantable cardiac monitor was undersensing and reported 200 asystole episodes and 4 fast ventricular tachycardia episodes. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.